Manufacturer narrative:
During advanced failure analysis, visual inspection of the reload confirms damage to the knife edge, cartridge surface, t-slot, and pushers. The reload was partially disassembled when received and the distal half of cartridge exhibits multiple indentations and markings between pusher pockets, which suggests objects (possibly staples) being pushed along the top surface of the cartridge for some time during the firing. Damage to pushers is also localized to the distal half of pushers only, and the pusher damage is correlated nearly 1:1 with the cartridge indentations between pushers, which suggests the same action of objects being pushed forward during firing, may have also caused the pusher damage. A single b-shaped staple was observed in the most proximal row of pushers. Additionally, a malformed staple was observed to be lodged between reload components at the cartridge surface, correlating with the location the surface indentations begin. The blade edge was inspected and found to have multiple, large indentations, starting at the halfway point of the blade to the blade tip. Mechanical indentations on the blade edge are indicative of firing across hard objects. A log review confirms the firing was completed to (B)(4) in the procedure, at which point the firing force had exceeded the threshold. The cartridge surface exhibits a large indentation at the location of the shuttle and blade stopping point. Most of the physical damage observed on the reload are indicative of firing across an obstruction, such as previously formed staple line.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) found no damage to the instrument. Based on log review, the instrument was found to have 1 firing failure, which confirms that the customer reported complaint of blade was exposed on the reload after firing. However, the firing failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system where it passed initialization, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions and the jaws opened and closed properly. The instrument clamped and fired and unclamped successfully. The instrument was fired with a sf blue 60 reload. A fragment was returned with the instrument and was sent to advanced failure analysis (afa). During afa, the instrument was tested with the same results as the initial analysis. In addition, a hi-challenge test sheet was fired on in an attempt to replicate the reported complaint of tissue pushout, there was one pause for compression prior to 10mm of completion, however the firing was successfully completed. Staples and cut line were properly formed. During investigation, the main tube was manually rotated, and no increased or abnormal friction was observed. Steering cables and drive cables can be manually actuated and were observed to be intact and properly tensioned. The housing was removed, and the stapler I-beam extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws. Investigation is unable to replicate report of tissue pushout or firing failure, however a firing failure during the procedure was confirmed though event logs. Additionally, the complaint alleges a fragment fell from the reload/stapler and was found within the staple line. Inspection of the returned fragment confirms this metal piece is not from either the stapler instrument or reload. The fragment was a small metal tube with jaw like features and has a length of 15mm. The source of the fragment is not determinable; however, investigation confirms it is not related an intuitive product. The blue sureform 60 reload was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) which replicated/confirmed the customer reported complaint and the reload was found to have the knife exposed within the knife track. The reload was fully fired based on in-house testing and all staples deployed. Visual inspection was performed, and no missing material was observed. The reload was found to have a firing failure, based on log review. Factors that can cause the exposed blade failure mode include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Additionally, the reload was disassembled in-house for inspection and found to have cartridge damage along the knife track, some damage of the reload's surface near the pushers and a damaged blade which exhibited mechanical indentations. The reload was also observed to have lodged, malformed staples on the surface of the reload in the pushers. The reload was also found to have damaged pushers.

Manufacturer narrative:
Based on the current information provided, the cause of the firing failure is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Advanced stapler logs first show the implicated instrument was installed 2 times and fired 2 reloads (both blue). The first firing was completed per the logs, but the 2nd firing resulted in a firing failure at 99% completion following multiple pauses for compression. There were no incomplete clamps by this instrument. The second instrument used, (l12230308-0089), was installed 7 times and fired 5 reloads (4 blue followed by 1 white). All firings were completed per the logs and there were no incomplete clamps by this instrument. Logs show 2 engagement failures associated with this instrument. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that when firing on colon with a sureform 60 instrument and blue sureform 60 reload during a da vinci assisted right hemicolectomy, "the staples bunched together on the other side with a piece of the blade between the staples." The surgeon received exposed blade and tissue too thick to continue error messages. The procedure was completed robotically. Through follow up with the surgeon, the following information was obtained or clarified: the stapler was placed on tissue and once fired, kept pausing for compression and then the error message appeared. The colon was stapled about 2/3 of the way and where the tissue was cut, the staples were fully formed. There was no bleeding, tension/bunching of tissue, tissue push, the jaws did not open during firing, and the surgeon denies malformed or fallen staples. A piece of the reload blade broke off at some point but was retrieved. The staple line was revised with a backup sureform 60 instrument. The surgeon was unable to describe the state/condition of the staples past the cut tissue that were initially reported as "bunched."